Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: the patient stated, "I had a replacement in 2009 and found out that my depuy pinnacle cup failed. Which was causing pain and metallosis was discovered. I had revision on (B)(6) 2021. Has this item been recalled?" Doi: unknown dor: (B)(6) 2021; affected side: unknown.

Event description:
Patient was implanted with a 36mm metal liner, 36mm ceramic head, 54mm pinnacle cup and a corail stem. Doi: (B)(6) 2009. Dor: (B)(6) 2021. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: a3, b5, b7, d6a, d10, g2 corrected: a1, d1, d2a, d4 (catalog).